Manufacturer narrative:
Implant region 14 fractured. Construction was a removable denture placed on implants. Patient suffered from peri-implantitis following bone loss and implant instability. Material analysis concluded inhomogeneous mechanical overloading on the implant.

Event description:
Implant fracture.

Event description:
Implant fracture.